Event description:
It was reported to philips that the device had a "therapy disabled" message. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on-site and determined that the malfunction was caused by the therapy capacitor. After replacing the faulty therapy capacitor, the reported issue was successfully resolved, restoring the satisfactory functioning of the system. The device remains at the customer site, and no further evaluation is warranted at this time.